Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimates. With an external power source attached, the device functioned normally when tested on the bench and using automated test equipment. The original battery was sent to the vendor for further analysis and no anomalies were observed. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was suspected. When the device was interrogated prior to replacement, the battery voltage had increased. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.